Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connector assembly was broken. Analysis also noted that the lower case was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector on the external pulse generator (epg) was damaged and the arterial connector was cracked. The epg was returned for service. No patient complications have been reported as a result of this event.